Event description:
It was reported that the programmer displayed an error message during the boot up phase. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to replicate the reported event that the programmer displayed system error message during the boot up phase; the programmer booted to medtronic software version 2.7. However, a system error was found in the programmer error logs. Analysis found the tab on the power cord bay door is broken. The programmer failed left antenna connected test; the left antenna cable found damaged. Products: 229047 analyzer. (B)(4).